Manufacturer narrative:
(B)(4).

Event description:
Patient was seen at hospital due to a hematoma and an ice pack was placed and pressure dressing applied. Hematoma was monitored and was resolved after there was time to heal. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.